Event description:
It was reported that the console displayed a full canister alarm with a new canister. The device is available for analysis.

Manufacturer narrative:
H10. H3, h6: the device, used in treatment, has been returned for evaluation. The visual inspection found defects to the outer case. The functional evaluation found no fault with the device alarm system. This evaluation was not able to establish a relationship between the event reported and the device. A review of the device history showed that this unit passed all acceptance criteria and was compliant upon release for distribution. There were no indications to suggest the device did not meet product specifications nor did it allege any product deficiencies. Complaint history has been reviewed with similar instances recorded, these instances are being monitored to determine if additional actions are required. Alarm thresholds are set after thorough testing and are always set to ensure the complete safety of the patient. It is possible in extreme cases that the alarm may trigger inadvertently. In this instance, therapy will still be delivered. No further actions are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.